Manufacturer narrative:
This is the same event as 3010536692-2015-01954.

Event description:
Allegedly, patient was revised due to mom complications. Additional information received (B)(6) 2015: patient's original surgery information.